Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting indicated the pump was working properly and it had been several days since they changed the infusion set. Recommended changing the set and trying a new site and insulin vial.